Event description:
An or director reported an intraocular lens (iol) had been replaced due to chronic uveitis. The surgeon reported that originally the patient had been implanted with a posterior capsule iol and experienced chronic uveitis. That iol was replaced with the anterior capsule iol and the uveitis recurred. The surgeon reported the prognosis for the patient was "good", the uveitis was ongoing but clearing.

Manufacturer narrative:
The product was returned for analysis. One haptic was fractured in the gusset area. Optic had scratches-rejectable. The optical resolution was acceptable. The product was damaged and this damage was not mentioned by the customer. While we are unable to determine the origin of the damage, our observation reasonably suggested that it was not manufacturing related. The lens was lens bench tested with acceptable results. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 01/21/2009 and 01/22/2009 by phone, fax, and mail. A completed questionnaire was received on 01/28/2009.